Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in communication loss (comm loss) with several transmitters. Technical support (ts) troubleshot the issue and after speaking with the customer for a while, they determined that after the power outage that cause the comm loss, some of the orgs might not have been turned back on. Once the orgs were turned back on all transmitter were seen on the cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was in communication loss (comm loss) with several transmitters. There was no patient injury reported.